Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter with a stopcock attached. The balloon was loosely folded, and there was blood in the balloon, inner lumen shaft, outer lumen and hub. The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 36mm from the tip of the device. Inspection of the remaining device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 8.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured the procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured the procedure was completed with a non-bsc device. No patient complications were reported.